Manufacturer narrative:
H10: the customer contacted the customer care solutions center(ccsc) for troubleshooting/evaluation of the device. The ccsc advised customer to turn off and on the spo2 option but the problem still persists. The ccsc then advised customer to replace the spo2 board and provided part number 453564020531 ss pca spo2. Per the case notes, the customer stated to close the case as it will take weeks to get the part and a few weeks to do the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of inaccurately high spo2 readings. The device was in clinical use. There was no reported patient or user impact.